Manufacturer narrative:
A clarification was received from the surgeon who called to clarify that the pt did not undergo a surgical procedure (exploratory laparotomy) as a result of the event but that the wound in which the device was placed was an exploratory laparotomy wound. The original diagnosis was short bowel syndrome and the pt is described by the surgeon as currently 'stable'. Our medical determination that this is a serious ae. This determination is based on the fact that the pt suffered a post surgical complication (abdominal distension) as a result of the misuse/off label use of the flexi-seal fms device that required an intervention (discontinuation of the device) to relieve.

Event description:
Product used off label, misuse/unintended use. Abdominal distension. Complaint received as follows: "there was no complaint from the pt. The device was inserted by the general surgeon under his own decision in a high output jejunostomy. Insufflated the retention balloon to 25 ml without complications on (B)(6) 2013 at noon. On the evening of the same date, the effluent presented moderate leaks, so I contacted the surgeon, who ordered to insufflate the balloon 3ml more. This procedure was performed without complications, improving patient outcomes, since the effluent leaks became very mild. On saturday (B)(6) 2013, the device worked without any complications. Although it was a jejunostomy, with very liquid effluent characteristics, should be noted that in addition to its nutritional parenteral, pt also initiated oral nutrition, so one of the recommendations of the general surgeon was irrigation of 30 ml saline solution (ssn) 09% once each turn. On sunday (B)(6) 2013, at 10:30 a.m., was evidenced that the pt was not draining by the device, instead it was outside of it. Nurse on duty informed that she irrigated at 7:30 a.m. With 30ml of ssn 09%, but there was resistance and difficulty by introducing the liquid on the irrigation port. I decided to perform the procedure, with the quantity ordered by the surgeon for irrigation, resistance was evident, liquid outlet from port, and the end of the port attached to the syringe. Immediately proceed to deflate the retention balloon to check it and re-accommodate it, but during this procedure the end of the insufflation port was also attached to the syringe. Pt was with distended abdomen and in addition, had an exploratory laparostomy wound. The decision was taken off the catheter without any complications. Immediately the pt starts to drain high volume of effluent, and begins to improve bloating. So it was decided to perform healing jejunostomy with bag, barrier and cistoflo".